Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that deflation failure occurred. The target lesion was located in a coronary artery. An 8mm x 2.25mm nc quantum apex balloon catheter was advanced for dilation. However, after inflation the balloon was attempted to be deflated but failed. Several attempts were used to increase the negative pressure, but the balloon did not totally deflate. Another inflation device was opened, but did not successfully deflate. After approximately 10 minutes the balloon had deflated enough to be withdrawn from the coronary. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter. The balloon was loosely folded with solidified contrast in the balloon and inflation lumen. The outer shaft, inner shaft, balloon and tip were microscopically examined. The tip is damaged. The device was soaked in a warm water bath as the significant amount of contrast was severely solidified in the inflation lumen and balloon. After being soaked for 5 days, functional testing using an inflation device was used to inflate the balloon to the rated burst pressure for 5 minutes. The balloon was then deflated under 14 seconds which is within specification. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that deflation failure occurred. The target lesion was located in a coronary artery. An 8mm x 2.25mm nc quantum apex balloon catheter was advanced for dilation. However, after inflation the balloon was attempted to be deflated but failed. Several attempts were used to increase the negative pressure, but the balloon did not totally deflate. Another inflation device was opened, but did not successfully deflate. After approximately 10 minutes the balloon had deflated enough to be withdrawn from the coronary. No patient complications were reported and the patient's status was stable.